Event description:
It was reported that the cs100 experienced an iabp catheter dislodgement during pre-use, rendering the device unusable. Additionally, the iabp compressor pressure was insufficient, further preventing operation. No patient was involved.

Manufacturer narrative:
Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter name), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and determined that the compressor pressure was insufficient due to normal wear of the 5000h compressor maintenance kit. The fse replaced the 5000hr preventive maintenance kit. The unit passed all factory performance and safety specifications and was returned to the customer ready for clinical use.